Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. Customer¿s blood glucose level was 400 mg/dl. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.